Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced right cylinder inwards migration, and proximal corpora cavernosa perforation was suspected. The cylinder was removed. Five months later, new cylinders and pump were implanted. However, scar tissue developed after the previous ipp explant, and it impacted the patient as the implanted cylinders are not the same size. There were no additional patient complications and the patient was fully recovered.